Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the malfunction occurred due to the remote manager/fridge failure. A field service engineer greased the remote manager microswitch connections and tested the device . The system was functional as intended.

Event description:
It was reported by the customer that a pyxis medstation es system remote manager's door failed due to hardware error. The customer reported that the issue happened during an emergency and no other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 26-jul-2022 to 25-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager's door failed due to hardware error. A field service engineer found that the malfunction occurred due to the remote manager/fridge failure. Greased the remote manager microswitch connections and tested the device as functional to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system remote manager's door failed due to hardware error. The customer reported that the issue happened during an emergency. There were no adverse events or injuries reported based on this event.